Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer successfully changed the cartridge and resumed insulin delivery.